Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation an device evaluation. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since an abnormal actuation at the forceps elevator of the device was not confirmed, we could not specify the cause of the foreign material remaining in the device. Additionally, a components analysis could not be performed. The foreign material could not be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the material was tangled up in the forceps elevator temporally which let to defective actuation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, foreign material was found when cleaning using the fingering method. The issue was found during reprocessing. The endoscopic retrograde cholangiopancreatography (ercp) procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.